Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received silicone foley catheter with syringe. Inflated catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation the balloon maintained a ratio of 100:0. Balloon deflated under 5 minutes passively with no difficulties. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review did not show any problems or conditions that would have contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water was not drained out well. They used medicon syringe to drain the water and it was unknown how much water they withdrawn using syringe. They manually aspirated the water. The lot number was myhx1166. Per sample return on 29aug2024, it was reported that foley catheter with batch#: nggy5005 was returned for evaluation. Per sample evaluation received on 29aug2024, it was found that the sample was also asymmetrical during evaluation (lot#: nggy5000).